Manufacturer narrative:
The marksman catheter, pipeline, and pushwire were returned for evaluation. The pipeline was found fully opened with damaged braids; therefore, the event cause could not be determined.(B)(4).

Event description:
Treatment of a right unruptured cavernous saccular aneurysm measuring 14mm x 6.5mm. During the procedure, it was reported that the first two pipelines became twisted and were removed from the patient.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00727.